Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that the patient has suffered pain, swelling, lack of mobility, damage to surrounding tissue and bone caused by inflammation, metallosis, pseudotumours, bursitis, and bone erosion. Update: (B)(4) 2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2004, dor: (B)(6) 2012 (left hip), revised because of pain, metallosis, elevated ion levels and cup loosening. Doi: (B)(6) 2006 dor: (B)(6) 2012 (right hip), revised because of pain, metallosis and elevated ion levels

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1154878, 2158488, 2131168, yh8ef1000, x68hp1000, ye1c21000, and x14f41048. A search of the complaint database finds additional reported incidents against lot code 1121419 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.